Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with three proglide devices using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) repair procedure via a 6f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred with all three proglide devices. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 16f and the aaa repair procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.